Manufacturer narrative:
Alere was unable to determine the exact root cause of the reported issue. The kit's lot number was not provided for a specific investigation. The sample was not returned for further testing, and no additional information such as medical history was provided. A review of complaint trends reveal that all alere determine hiv 1/2 ag/ab combo lots are performing according to label claims.

Event description:
(B)(6) result was reported with the alere determine hiv 1/2 ag/ab combo on a female patient, who self-reported (B)(6) tests. Confirmatory method is unknown. There is insufficient information to determine if a malfunction occurred. Lot number was not provided and patient pregnancy status, treatment and patient outcome were unknown. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by alere (B)(4), inc., however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd , 2018 at alere (B)(4), inc. ((B)(4)).